Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reported that the patient has been having a lot of uti's and the urologist told them that the bladder only empties 25%. The caller was not with the patient at the time of the call, so no troubleshooting could be performed. The caller noted that previously, the patient was septic and had to be hospitalized and go to a nursing home for rehab. The caller is not familiar with the implanted device. The caller will charge the externals and call back for assistance. The caller was asked when the utis began and they gave various dates, indicating about a year ago, but certainly before last october. Transferred to patient registration to update record. Additional information was received from the patient's friend/family member on 2025-feb-28. Patient representative called back with patient and equipment. Caller connected to ins and saw maximum settings message on handset. Caller dismissed message and confirmed therapy was on. Patient redirected to follow up with healthcare professional (hcp) regarding message. Caller stated they have an appointment with hcp in april. Additional information was received from the patient on 2025-mar-13. They reported that the patient representative called back regarding using external equipment. Walked caller through how to connect to ins, reviewed external equipment general use. Caller saw maximum settings message again, agent reviewed again to follow up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.